Event description:
During a procedure, the medtronic introducer and the vista brite tip guiding catheter became "blocked" when the physician attempted to turn the devices around. Due to the difficulty in removing the devices, the surgeon used force and the catheter separated in the patient. The product was removed surgically. The guide and catheter are available for evaluation. No additional patient injury was reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.